Event description:
On 06/20/2025, a sales representative reported via phone that (4) ar-3636 knotless 1.8 fibertak® soft anchors broke. This occurred during an ankle scope with lateral ligament repair on (B)(6) 2025. Two of the device's shafts broke, and the other two anchors broke. All fragments were able to be retrieved. The patient had good bone quality. This did not result in a delay, and there was no harm to the patient. The case proceeded using (2) ar-3641 2.6 mm knotless fibertak ¿ anchors.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.